Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f 11 cm brite tip catheter sheath introducer was used with a 5f exoseal vascular closure device (vcd) and when inserted, the visual indicator window changed to black-black. The situation remained the same even if rotating it back and forth; therefore, hemostasis was achieved by manual pressure. There was no reported patient injury. Initially a non-cordis sheath was exchanged for the 5f brite tip sheath introducer. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation.

Manufacturer narrative:
As reported, a 5f 11 cm brite tip catheter sheath introducer was used with a 5f exoseal vascular closure device (vcd) and when inserted, the visual indicator window changed to black-black. The situation remained the same even if rotating it back and forth; therefore, hemostasis was achieved by manual pressure. There was no reported patient injury. Initially a non-cordis sheath was exchanged for the 5f brite tip sheath introducer. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. Multiple attempts to gather additional information have been made and have been unsuccessful. One non-sterile vascular closure device - 5f was received for analysis. Per visual analysis, the device was already inserted into an unknown catheter sheath introducer (csi), the deployment lever on the device was depressed, and the plug was not present on the delivery shaft (which was found with dry blood residues) with the indicator wire retracted. The indicator window was received in the white/black/red position, and the cowling guard was found locked. No anomalies were observed during the analysis. It was confirmed that the plug was deployed, and the guard was locked with the indicator wire (iw) retracted. Therefore, the functional test could not be performed since the unit was deployed. However, the pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars were examined for potential interference, and the iw was inspected for buckling. No anomalies were found in the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned through the three stages. There was no need for microscopic analysis since the internal mechanism was reviewed. The reported event of ¿indicator window-incorrect indication¿ was not confirmed through analysis of the returned device. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the incorrect indication issue reported, especially since the device was received fully deployed. However, as there were no anomalies noted to the indicator wire, access site vessel characteristics (which was not provided) may have contributed to the incorrect indication noted. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are cautioned that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. Avoid the use of the exoseal vcd in patients with arteriotomies created in areas of calcified plaque or in vessels with diameters < 5 mm. It also cautions if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.